Event description:
Per pt telephone report, she got up to kitchen for snack in early am hours (0500) turned around and noted blood on floor. Pt noted that tubing was clearly broken off below 0.2 ug filter. She immediately disconnected intravenous line and flushed hickman with 30 ml saline then heparin cath flushed easily. At subsequent planned "snv" hog retrieved from pt hickman flushes with ease.